Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user also reported swelling and bruising at the insertion site, which potentially could have impacted system performance.the user was advised to resume use of the system once the insertion site completed heals and call back if the issue persists for further troubleshooting. The user agreed with this assessment.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.